Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported the explanted device was found to be not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.